Event description:
It was reported that the right ventricular lead exhibited noise and high impedance. The lead was capped and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
UDI (di): (B)(4).